Event description:
It was reported that one day after the implant procedure, the right ventricular lead pacing impedance was high and imaging revealed a perforation. It was also noted that there had been placement difficulty due to patient anatomy. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.